Event description:
The guidewire (subject device) was returned for analysis and it was observed that the distal tip of the subject guidewire was broken/fractured. No further information available.

Manufacturer narrative:
This is 3 of 3 reports (3rd MDR). There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal end of the guidewire was confirmed to be fractured, there was fracturing to the nitinol tubing, core wire and coil. There was evidence of bending/torque action to the fractured end of the core wire. The fractured distal end was not returned. A functional test could not be conducted due to the damage noted. The reported event could not be confirmed as the device problem is unknown/unclear. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that two guidewires broke. One had just the outer surface cracked, with the interior wire staying intact. The second one broke completely in half the physician was using a guidewire inside a microcatheter, both inside an intermediate catheter to access a dural arteriovenous fistula. The anatomy was very tortuous. The guidewire was advanced outside of the microcatheter, and they were trying to advance the system to the fistula. At a certain point, when advancing and rotating the guidewire, it broke, with the outer layer breaking but the inner wire staying intact. The wire was removed, and access was attempted again. This time, the second guidewire broke as well, but it broke through completely. Additional information received indicates that force was used to overcome resistance. There was a tight bend where the intermediate catheter ended, and the microcatheter continued. The physician said he thought this location was hard to move past and was maybe where the issues happened for both wires. The device was returned, and it was found that the guidewire had been fractured straight through at 205cm from the nitinol tubing. Based on the information received the patient's anatomy was very tortuous and there were difficulties experienced to move past a tight bent as it was thought that this is where the fractures occurred. It is probable that the anatomical factors present during the clinical procedures caused the difficulties experienced and the subsequent guidewire fractures. Based on review of all available information an assignable cause of not confirmed will be assigned to the reported event of ¿device problem unknown/unclear¿. An assignable cause of procedural factors will be assigned to the analyzed events of ¿guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.